Event description:
It was reported that pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer identified damage to wall adapter, switched to different wall adapter which allowed pump to begin charging.